Event description:
Reportedly, the instrument did not staple the rectum properly. The tissues were damaged and it was not possible to staple the tissue again. Therefore, the tissue was repaired by manual suturing. No further adverse affects have been reported.